Event description:
This was a peripheral vascular intervention in the mid to distal sfa to clear claudication. Using femoral access and a contralateral approach, a 2.3 turbo elite catheter was used over a regalia wire to lase the lesion. The laser sheath was removed and an angiogram was performed. The physician then began pta over the regalia. After imaging, there was a questionable segment on the angiogram and the physician identified it to be the tip of the regalia wire. Attempts to aspirate the tip via the ima were unsuccessful so a 3*20 balloon was then used in an effort to trap the wire tip. This was also unsuccessful. A .035 wire was then advanced through the balloon and the laser sheath was re-advanced for treatment of the sfa as the wire tip did not pose a harm to the patient. During a laser pass, the wire tip attached to the laser and was able to be externalized from the artery upon withdrawal of the laser sheath from the patient. The patient experienced no ill effects from the procedure and was discharged per operative plan.